Event description:
It was reported that during an unknown procedure, it was observed that the device misfired. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/19/2025. D4: batch #571d90. Additional information was requested, and the following was obtained: 1. Could you please clarify when the issue was identified (pre-op/intra-op/post-op)? Intra op 2. Please provide more details about the device quality issue. Device fired and deployed the knife blade but then never returned it. Manual override needed to be used. 3. Was the firing sequence started but not completed? If yes: yes. 4. Did the device deliver any staples? Yes. 5. If yes, were the staples formed properly? Yes. 6. If yes, was the staple line complete? As far as I¿m aware yes. 7. Did the device cut? Yes. 8. If yes, was the cut line complete? As far as I¿m aware. 9. If yes, was there any issue with the cut line? Unsure. 10. Was there any difficulty opening the device jaws? Yes. 11. Was there a patient consequence? If yes, how was the issue addressed? Potential airleak but waiting for confirmation. 12. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Unsure but will find out. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with one gst45g reload loaded in the device. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 571d90, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.